Event description:
Medical records show pt had a history of left breast capsule with capsulotomy on the left followed by repeat capsule formation and then followed by the implant being placed under the muscle. Capsule formation was persistent; therefore, pt had bilateral removal and replacement.